Manufacturer narrative:
The insulin pump was received with rattling vibration due to vibrator motor not adhering. It also had a missing back address / serial number label and end cap sticker and scratched lcd window. The operating currents were within specification. The device passed the selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a noisy vibrator. The blood glucose value was 400 mg/dl and then 355 mg/dl even after changing the infusion set and reservoir. It was also reported that the back label was missing. Troubleshooting was not performed. The device was returned for analysis.